Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and miniarc-type 1 polypropylene mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to cervix prolapse. It was also reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, and vaginal scarring. It was further reported that patient underwent mesh removal on (B)(6) 2011 due to mesh erosion. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/26/2013. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02402. The same patient is represented in each medwatch.